Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to change set and reservoir in order to troubleshoot. The customer was able to fill the tubing and the insulin pump is working as designed. No further assistance required.